Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination in the blower box, contamination on the back panel of the device. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one e-4 and one e-200 on the error log. The manufacturer concludes the contaminates found were consistent with contamination in the blower box, contamination on the back panel of the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.